Event description:
Doctor 1 performed a first mpj arthrodesis on each foot of a female patient in her 50s with low bone density about a year and a half before on (B)(6) 2018 at facility x. According to the associated trilliant surgical sales representative, doctor 1 informed him that one of the stepped mpj plates (300-52-00x) is still intact, but the joint is only 15% fused. Doctor 1 also informed the sales representative that the other stepped mpj plate (300-52-00x) is broken across the proximal screw hole and the joint is only 25% fused. Doctor 1 does not plan on removing the broken 300-52-00x as he is attempting other methods involving use of a bone stimulator to fully heal the site. The sales representative is following up with doctor 1 to retrieve x-rays. Additional information received 11/09/2018: the sales representative confirmed that the patient came in for a routine follow-up appointment. The bone stimulator being used by doctor 1 is a mechanism put on the patient's feet that releases electro currents to stimulate bone growth. The sales representative is unsure if he will be able to get x-rays from doctor 1.

Manufacturer narrative:
Notes to form 3500a and justification for information not provided (in initial or follow-up submission) as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items: 1-11 below) as part of internal complaint handling activities. 1. Patient date of birth (a2) and weight (a4) not reported. 2. Date of event (b3) is unknown. The event is considered to be the plate breaking. 3. Catalog#: and serial#: (d4) not utilized by trilliant surgical. 4. Expiration date (d4) not applicable (n/a) to non-sterile trilliant surgical products. 5. Lot#: and unique identifier (UDI)#: (d4) could not be confirmed. 6. Explanted date (d7) is n/a to this report as the implant was not explanted. 7. Reprocessor name and address (d9) n/a to this report. 8. Concomitant medical products and therapy dates (d11) not reported. 9. Device manufacture date (h4) could not be confirmed. 10. Section h9 n/a to this report. 11. No files attached to this follow-up report. Note: because the plate orientation (right or left) is unknown, model#: (d4) features 'x' in place of this identifier. Due to this unknown plate orientation, lot#: and unique identifier (UDI)#: (d4) and device manufacture date (h4) could not be confirmed and device history record (DHR) review could not be conducted. Corrected information provided in follow-up submission b1: adverse event and product problem are selected. B5: description of event or problem is corrected to not identify any physician or institution by name. D2: common device name (product code is correct in initial submission). D3: fax number added. D4: catalog#:, serial#:, lot#:, unique identifier (UDI)#. E1: initial reporter (and phone number) edited to be the physician who reported the event to the sales representative. Sales representative email address is removed. G1: g2: fax number added. G3: health professional and distributor are selected as report source while company representative is removed. H10 - corrected data. Additional information provided in follow-up submission: g1: name (and email address) updated as different personnel is submitting the follow-up submission than submitted the initial submission. H10: additional manufacturer narrative. Investigation summary (including evaluation summary from section: evaluation of similar complaints: a review of similar complaints was completed for parts stepped mpj vlc gridlock plate, right and left (300-52-001 and 300-52-002). Three (3) similar events were identified in the 12 months preceding the notification date of this event. Two (2) of the events noted that patient non-conformance was suspected to be the root cause, but could not be confirmed. The other event was unable to determine a root cause for the broken plate, which was not returned. Root cause determination: it's possible the plate broke when the patient returned to normal activity over the 18 months. Additional investigation performed 03/20/2020: lot numbers could not be identified for this event. The implantation date cannot be confirmed, but was identified to be ~1.5 years before the report date (04/01/2017). The event was reported by the sales representative on 10/24/2018. The sales representative's inventory was reviewed for all stepped mpj vlc gridlock plates (300-52-00x) available prior to the reporting date. There were numerous lot numbers identified that are unable to be narrowed down to the specific case. Thus, device history record (DHR) review could not be conducted for this event.

Manufacturer narrative:
An event was reported involving a female patient in her (B)(6) with low bone density, the beginning of osteoporosis. The patient had two 300-52-00x stepped mpj plates implanted "about a year and a half ago". The patient came in for a routine follow up and was not complaining of pain. It was revealed that, after a year and a half, one of the plates is still in-tact but only 15% fused. The other plate is broken and is only 25% fused. The surgeon stated he does not plan on remove either of the plates, but will utilize a bone stimulator, an external mechanism put on the patients feet that releases electro currents to stimulate bone growth, to help the patient heal. A malfunction occurred in both devices. For the non-broken plate, fusion has not completed after a year and a half. For the broken plate, fusion has not occurred. It is unknown when the plate broke. No lot number or part number was available for the procedure, a DHR review was not able to be completed. The surgeon does not plan on removing either plate, a visual or dimensional inspection is not able to occur. The case details indicated that the patient had the "beginning of osteoporosis", which likely contributed to the lack of fusion that occurred in both sites. It is unknown when the broken plate broke, but both plates were implanted for a year and a half. The stepped mpj plates are intended for temporary fixation, only until fusion occurs and are not intended for permanent, long-term fixation. It's possible the plate broke when the patient returned to normal activity over the year and a half. An isolated root cause of the event is unknown as the patient did not heal in either foot and has the beginning of osteoporosis, and very little information was available about the plate.

Event description:
Dr. (B)(6) (the surgeon) performed a first mpj arthrodesis on each foot of a female patient in her (B)(6) with low bone density about a year and a half ago at (B)(6). According to our trilliant sales representative, the surgeon informed him that one of the 300-52-00x stepped mpj plates is still intact but the joint is only 15% fused. The surgeon also informed out sales representative that the other 300-52-00x stepped mpj plate is broken across the proximal screw hole and the joint is only 25% fused. The surgeon does not plan on removing the broken 300-52-00x plate, as he is attempting other methods involving bone stimulator to fully heal the site. Our sales representative is following up with the surgeon to retrieve x-rays. Information obtained 11/09/2018: our sales representative confirmed that the patient came in for a routine follow-up appointment. The bone stimulator being used by the surgeon is a mechanism put on the patient's feet that releases electro currents to stimulate bone growth. Our sales representative is unsure if he will be able to get x-rays from the surgeon.